Event description:
It was reported the patient had his artificial urinary sphincter removed due to recurring incontinence as the device never worked due to a suture needle hole in the cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.